Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the surgery the fast fix t2 failed to deploy. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat event. A visual inspection revealed the device was received inside a deformed box. The device removed was bent in the same fashion the box was. The suture was returned without anchors and cut into two pieces. With the bend in device there is no way to confirm what position the deployment needle is in. The deployment needle is twisted inside of the needle shaft. A functional evaluation revealed the device could not be actuated. A review of the instructions for use found: if the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Read these instructions completely prior to use. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed, and the root cause was associated with transport/storage. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site. No containment or corrective actions are recommended at this time.